Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported system error 345 alarms which were not reproduced during evaluation. Multiple system error 345 alarms were verified through a review of the event history log and it was determined that the ultrasonic sensor required replacement to correct the issue. A review of the service history record found that the device had been previously serviced for this reported issue within the last 12 months. During prior servicing the device was found to be operating within specification and no correction was required at that time. All service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.